Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported via nbir left-side "suspected/actual rupture/deflation, correction of asymmetry". "Correction of asymmetry" is not a complaint against the device. Device was explanted.